Manufacturer narrative:
Concomitant medical products: 033462 competitor lead, implanted: (B)(6) 1997. Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room due to having a slow heart rate. Device interrogation was able to be initiated but was unable to complete, and there was no magnet response. It was noted that the device had reached eri (elective replacement indicator) approximately 22 months earlier. The patient left the hospital against medical advice, but came back several days later for the same issue. The device was explanted and replaced. No further patient complications have been reported as a result of this event.